Manufacturer narrative:
Analysis was completed. The reported field event of charge timeout was verified in the lab. The device was at end of service (eos) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. Telemetry, pacing, sensing, impedance, hv output, patient notifier were tested on the bench. No anomaly was detected. The hv capacitors were analyzed by the manufacturer and the analysis did not detect any anomalies; hence the root cause of the issue could not be conclusively determined.

Event description:
New information received indicated the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter defibrillator had a capacitor charge time limit reached. No intervention was completed. There were no patient consequences.